Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The anchor is in good condition. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; hard bone was encountered, as per IFU; when hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unknown surgery, it was observed that the 4.9 healix adv sp peek ce device anchor could not be placed because the needle did not descend and prevented the device from entering the bone. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.